Event description:
Pt intubated on 1/29/97 at 21 cm with "e-tad" for securing. Pt agitated at times and receiving sedation. Both wrists restrained. On 1/30/97 endotracheal tube pulled out to 14 cm while nurse in room, possibly due to pt shaking head. Pt reintubated. Oxygen saturations stable throughout. "E-tad" found to be loose; endotracheal tube slipped through it. Company notified on 2/7/97 by clinical nurse specialist of critical care.